Event description:
The customer reported the fluoroscopic image darkened effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.